Event description:
Event description guidant received information that this pacemaker was electively replaced due to an advisory issued on this model device. The patient was not pacemaker dependent and the device could not be interrogated at a follow-up visit.